Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that she had a handheld programmer that was not functioning "it was fully charged and the screen keeps hesitating and it gets hung up" and she "needs to do resets constantly". The product is at cyberonics pending product analysis.